Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported disassociation of the liner from the cup. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial reports came from relative of a patient who reports "considerable wear" of liner per radiographic assessments and little mobility in the joint. Follow up was performed and additional information was obtained: the dr. Commented that the patient went for her usual check-up, with no previous symptoms. He also commented that according to the protocol of the national rehabilitation institute, after the surgery, the patient attended her periodic check-ups in the following way: 2 weeks after implantation, 3 months later, 6 months later, and annually thereafter. The last review visit being 1 year ago (2020, exact date was not provided). The dr. Commented that in patient¿s last visit (a year ago), the x-rays already detected wear of the product and the patient was recommended to change the implant. However, due to the covid situation, it could not be followed up and this year, the patient returned to her annual check-up, where she was mentioned again the wear on the product and the need to change the implant. The dr. Assured that a guarantee for the product was never mentioned to the patient and he does not know the reason why the patient believes there is one. Date of implantation: 2015 (non-specific date) wear detection date: 2020 (non-specific date) implant replacement date: pending, not scheduled already. Radiographic images then provided that depict evidence of disassociation event. No interventions have been report to date..